Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the bottom roller was damaged, the gear was worn, and the device was out of calibration; however, the repair was not completed because the quote was not accepted. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on (B)(6) 2023, that the unit doesn't work; the knob no longer turned. There was no reported harm, injury, or delay to patient as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: italy. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.